Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The explanted device was discarded by the medical facility. No further information could be obtained. Additional information was received that the spinal cord stimulation (scs) leads and clik anchor were also explanted due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218700. Model:sc-2218-70. Serial:(B)(6). Batch:5163649. UDI: (B)(4). Product family: scs-linear leads. Upn:m365sc2218700. Model:sc-2218-70. Serial:(B)(6). Batch:7071815. UDI:(B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 25835824. UDI: (B)(4).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The explanted device was discarded by the medical facility. No further information could be obtained. Additional information was received that the spinal cord stimulation (scs) leads and click anchor were also explanted due to an unknown reason.

Manufacturer narrative:
Investigation activities: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code unable to exclude device problem.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts.